Event description:
It was reported that the patient was experiencing palpitations from the right ventricular (rv) lead. It was also stated by the patient that there was something wrong with the rv lead and it needed to be explanted and replaced. It was also reported that the device was "moving" or "turning" and will almost stand up on end when the patient is lying on their side. No additional information was able to be obtained through follow up and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.